Manufacturer narrative:
Pump was returned for pump error. Format history file analysis confirmed pump error3 due to software error. Unit passed displacement test and self test. Unit received with cracked reservoir tube lip, scratched case and minor scratched lcd window. No physical cracked damage noted on screen. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error and has a cracked screen. The customer's blood glucose reading was unknown at the time of incident. No further details given.